Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications. It was reported that the patient had a revision of leads/ins replacement on march 18. Caller was asked and did not know why leads were 'revised.' The leads and ins were replaced.